Event description:
Drive medical received notice regarding the incident from the retailer involving a cane, a product imported and distributed by (B)(4). The enduser was in the kitchen area with the cane. She leaned back away from the door of the refrigerator and the cane allegedly snapped causing her to fall and break a rib. Due to lack of product information, we were unable to identify the nature of the defect for this product. This report is based on the information provided from the retailer.